Manufacturer narrative:
Additional information obtained during follow up by fresenius: ((B)(4) 2012) contacted unit manager who states that the patient has restless leg syndrome and due to this the hemodialysis needle that was used dislodged from the access site as a result of continuous movement. She added that since the blood lines were taped securely, the bevel of the needle was pressed against the patient's diaper, which provided enough pressure, resulting in no venous pressure alarm. Additionally, the patient is stable and returned for a hemodialysis treatment on (B)(4) 2012 without any difficulties. A machine investigation by the fresenius regional equipment specialist (res) was conducted on (B)(4) 2012 (verified alarms; conductivity; temperature; ph; pressure holding; ultrafiltration pump; shunt interlock functionality) and it was determined that the hemodialysis machine performed as designed and there was no malfunction. The hemodialysis machine has been placed back into service without any reported problems. The operator's manual provides a warning "the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation."

Event description:
The chief biomedical technician contacted fresenius tech support on (B)(4) 2012 and wanted information regarding no audible alarm on a hemodialysis machine during a patient's treatment. He reported that the needle came out of the patient's leg access and a very large puddle (blood loss) reportedly developed within 3-5 minutes of the incident. Blood flow rate was set at 400-450 ml/min and venous pressure (vp) was around 118-136 mmhg. Tech support advised the biomed tech to check the settings on the machine, to verify that the access points are properly checked and that the lower limit should tighten to 20 mmhg with 100 asymmetric chosen. Additional event/clinical information received from the unit manager on (B)(6) 2012: hemodialysis treatment was started at 6:00am with a bp of 134/69 and vp of 134 with blood flow rate (bfr) of 405ml/min. The last patient/safety check prior to the event was at 7:04 with a bp of 134/64 and vp of 138 with bfr of 405. At 7:15, bfr was 400 and vp was 118 mmhg. At approximately 7:20, the patient coughed and was found to be unresponsive. A large amount of blood, estimated to be 1 liter, was found on the floor. Patient was reportedly "pulseless when carotid artery checked with a few gasping breaths." Venous needle was found to be out of graft and lying on the patient's thigh. Nine-one-one was called, patient was given a total of 4l saline and o2-1.5l non-rebreather administered. Patient was taken by emt's to the hospital where he received 2 units of blood and was discharged the following day.